Event description:
It was reported that during preparation for a surgical procedure conducted at the user facility foreign material was found in the sterile packaging of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported foreign material was not able to be confirmed by a manufacturer repair technician through visual inspection; however, a manufacturing issue can lead to the reported event. The hood is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during preparation for a surgical procedure conducted at the user facility foreign material was found in the sterile packaging of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.